Event description:
It was reported that the guide wire unwound inside the pt during insertion. The guide wire was removed, with no medical intervention. The pt did not have the catheter line put in. There was a delay in treatment, but it is unk if harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4).